Manufacturer narrative:
This report is submitted on august 18, 2017.

Event description:
Per the clinic, the patient experienced migration of the device and a possible infection, resulting in the decision to explant the device on (B)(6) 2017.

Manufacturer narrative:
This report is filed on (B)(6) 2017.